Manufacturer narrative:
A ge svc rep performed an on site investigation. The ccd camera was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys had lines on the image and the ccd camera overheated during a case. The 9800 sys had to be rebooted and the procedure was completed without further incident. No pt injury was reported.